Event description:
A malfunction was reported with the pump. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi), or they will reach out to their healthcare provider (hcp) for alternate backup therapy until the replacement arrives.